Manufacturer narrative:
Evaluation of the returned ruby coil revealed that the returned embolization coil was advanced distal to the introducer sheath and had offset coil winds. If the device is forcefully manipulated against resistance, damage such as offset coil winds may occur. Due to the offset coil winds, the ruby coil could not be advanced or retracted from its returned position and a functional testing could not be performed. Therefore, the root cause of the reported complaint could not be determined. Further evaluation of the device revealed pusher assembly kink. This damage was likely incidental to the complaint and may have occurred during packaging for the return. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat an endoleak using a ruby coil and a lantern delivery microcatheter (lantern). During the procedure, the physician attempted to advance a ruby coil within its introducer sheath and into the lantern; however, the ruby coil would not advance within its introducer sheath. After pulling approximately five to ten centimeters of the ruby coil back into its introducer sheath, the ruby coil became stuck. It was reported that the physician experienced resistance while pulling the pusher assembly of the ruby coil. The physician then attempted to pull out the entire pusher assembly out of the lantern and subsequently, the distal end of the coil became stuck inside the rotating hemostasis valve (rhv) of the lantern. The physician then disconnected the rhv from the lantern and confirmed that the distal end of the ruby coil was inside. The physician attempted to flush over the side port and from the tip of the rhv to help loosen the ruby coil and be able to remove the ruby coil but was unsuccessful. Therefore, the rhv with the ruby coil were removed together. The procedure was completed using a new ruby coil, a new rhv and the same lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.